Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) as it was noted that the right cylinder pointed out towards the right. Upon surgery, no tissue damage was identified; however, physician decided to remove the implant as a preventive action. A new tactra malleable penile prosthesis was implanted. Patient was set to recover.

Manufacturer narrative:
The implant date, lot number, manufacture date and, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.